Event description:
It was reported to nuvectra that a revision was performed due to the patient's lack of therapeutic effect. During the surgery, the lead was removed from the stimulator, cleaned and re-attached. The stimulator was tested with no stimulation. Subsequently, the stimulator was replaced.